Event description:
It was reported that the pulse generator exhibited loss of capture. The patient would be seen in clinic in august for reassessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted on (B)(6) 2013.